Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, date rec¿d by MFR, device evaluated by MFR. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review noted radiolucencies at femoral and patellar component metal bone interfaces which may be insignificant unless new or progressive since earlier exams; evolution of radiolucency cannot be determined due to serial x-rays are not available. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per nexgen cr-flex and lps-flex knee package insert, loosening is one of the adverse effects of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen precoat stemmed tibial component, cat# 00598005701 lot#: 61057665. Nexgen articular surface, cat#: 00596405010 lot#: 61021468. Nexgen flex femoral component, cat#: 00596001751 lot#: 60955298. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00554, 0001822565-2017-06293, 0001822565-2017-06294, 0002648920-2017-00555. : product was discarded.

Event description:
It was reported that the patient was revised to address component loosening. No additional patient consequences were reported.